Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called for assistance with the rewind process. Customer was hospitalized for an infection in his blood system. Customer's blood glucose reading was 319 mg/dl. Nothing further reported.